Event description:
It was reported that the collimator blades cone in after every new exam. The tech can open the blades manually. No injury to pt.

Manufacturer narrative:
The system operated as intended when the fse tested the unit.